Event description:
It was reported via medwatch " port needle (20-gauge 3/4 in safe step) came out of sterile package with hair on the tip near needle."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2022-02971 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-02776.

Event description:
It was reported via medwatch " port needle (20-gauge 3/4 in safe step) came out of sterile package with hair on the tip near needle."